Manufacturer narrative:
The device was not returned for evaluation. No direct cause could be determined from the information received. A search of feedback history identified no similar malfunctions in this product lot. Nova eye will monitor for future similar occurrences. No patient harm occurred.

Event description:
An track advance catheter distal shaft separated from its mid shaft when a surgeon manually removed the catheter from the anterior chamber (ac) without use of the track advance actuator. A portion of the catheter was then seen lying on the iris, one end of the distal shaft was determined to be near the parenthesis wound. The surgeon then reached into the ac paracentesis wound using forceps and grabbed the distal end and gently extracted the remaining catheter. The canaloplasty procedure was then completed using a replacement device.